Event description:
It was reported the patient was having issues with their interstim. They could tell that their device was ¿not working¿ because it normally helped with their interstitial cystitis symptoms. When using the programmer, the patient saw a ¿large battery¿ on the screen and was not able to get to the therapy screen. It was unclear which screen the patient was seeing. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ant3, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).